Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high". Reportedly, the customer had reused the cartridge. A correction injection was administered to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. The customer changed the cartridge and was able to successfully resume insulin delivery.